Event description:
During follow-up, early battery depletion was observed. Lifetime diagnostics reveal few device chargings, no aborted therapies and less than 1% brady pacing. The decision was made to explant the device.